Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 375cc on the left, and 400cc on the right mentor memorygel breast implant experienced left sided unknown baker¿s capsular contracture, and right sided pain post procedure. Patient stated sever pain shooting across entire left side and moving to the other side, and left breast is hard like a rock. Patient had two mammograms examinations, and the tests did not confirm capsular contractures. Patient was advised to see the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to right prosthesis.

Manufacturer narrative:
Additional information received on april 6, 2021 indicated that capsulectomy was done on the left side, and bilateral replacements as follow: r - cat#:3504504bc sn#; (B)(6), and l- cat#:3504254bc, sn#: (B)(6). This report relates to the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 03, 2021 additional information received indicated that the MRI examination on (B)(6) 2021 confirmed left side intracapsular rupture, and baker grade on the left side is IV. As a result patient underwent bilateral replacements with mentor silicone implants on (B)(6) 2021. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on march 12, 2021. Device evaluation completed on march 21, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).